Event description:
During the device evaluation, the video system center exhibited broken video connectors that could not be connected. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated h4 (device manufacturer date). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed and was due to damage on the video connector socket. Olympus will continue to monitor field performance for this device.